Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed the filter was centrally located within the ivc below the level of the renal veins. The struts appeared to extend slightly through the wall of the ivc. There was a single strut in the aortocaval interspace protruding 2 mm from the surface of the ivc abutting the abdominal aorta. There was a similar distal strut protruding laterally from the right side of the ivc measuring 2.2 mm. There was minimal extension of the distal struts through the ivc immediately adjacent to the wall. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.